Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device serial number and therefore the manufacture date are unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's husband) reported that his wife's adc blood glucose meter had a low battery icon. As a result of this issue, the caller reported that his wife was unable to test, and on (B)(6) 2016 she experienced symptoms described as "sweating, tired, no reaction." A family member administered a glucagon injection to the customer. No additional medical treatment was reported. There was no report of death or permanent injury associated with this event.